Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the blower was observed. The device's blower was replaced to address the issue. During the evaluation, the blower motor was observed to be contaminated and was replaced. The air path foam and air inlet assembly were replaced due to being worn.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the blower was observed. The device's blower was replaced to address the issue.